Manufacturer narrative:
Conclusion: device investigation, show damages most likely attributable to the removal surgery, however the measurements performed on received part confirm that the demodulator perform within normal limits. Based on the available information, it is assumed that the observed malfunction is most likely related to damage of the conductor link. However, it could not be confirmed as the conductor link and the floating mass transducer was not received for investigation. Additionally, the hearing loss on the concerned ear decreased to such an extent that the patient was no more in the indication criteria of vibrant soundbridge. This is a final report.

Event description:
It is reported that the audiological/ clinic staff was not aware that the patient was implanted with a middle ear implant and activated the device using an audioprocessor indicated for a bone conduction implant. The patient did have benefit from the device after activation and reported being satisfied. About ten months later, the patient reported hearing a very loud sound for about 5 seconds. During a follow-up appointment, it was reported that the patient's hearing decreased by 30db and the patient was now out of the indication criteria for the device. Additionally, in situ measurements show that the device has malfunctioned. A CT scan show that the floating mass transducer (fmt) was still attached correctly to the incus. The device has been explanted and the patient has been re-implanted with bone conduction implant.

Manufacturer narrative:
Conclusion: device investigation, show damages most likely attributable to the removal surgery, the measurements performed on received part confirm that the demodulator perform within normal limits. Based on the available information, it is assumed that the observed malfunction is most likely related to damage of the conductor link. However, it could not be confirmed as the conductor link and the floating mass transducer was not received for investigation. Additionally, the hearing loss on the concerned ear decreased to such an extent that the patient was no more in the indication criteria of vibrant soundbridge. This is a final report.

Event description:
It is reported that the audiological/ clinic staff was not aware that the patient was implanted with a middle ear implant and activated the device using an audio processor indicated for a bone conduction implant. The patient did have benefit from the device after activation and reported being satisfied. About ten months later the patient reported hearing a very loud sound for about 5 seconds. Following that, she could no longer hear with her processor, neither with a loaner processor. During a follow-up appointment it was reported that the patient's hearing decreased by 30db and the patient was now out of the indication criteria for the device. Additionally, in situ measurements show that the device has malfunctioned. A CT scan show that the floating mass transducer (fmt) was still attached correctly to the incus. The device has been explanted and the patient has been re-implanted with bone conduction implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It is reported that the audiological/ clinic staff was not aware the patient was implanted with a middle ear implant and activated the device using an audioprocessor indicated for a bone conduction implant. The patient did have benefit from the device after activation and reported being satisfied. On (B)(6) 2015, the patient perceived a very loud sound for about 5 seconds. Following that, she could no longer hear with her processor, neither with a loaner processor. During a follow-up appointment it was reported that the patient's hearing decreased by 30db and the patient was now out of the indication criteria for the device. Additionally, in situ measurements show that the device has malfunctioned. An explantation of the vorp and a reimplantation with a bci could be considered.